Event description:
It was reported that the patient presented at the hospital post-implant procedure. The pacemaker exhibited a loss of pacing. The physician attempted to reprogram the device; however, it could not be interrogated. The patient also experienced several prolonged pauses. Consequently, the physician elected to explant and replace the pacemaker. The patient remained in stable condition.